Event description:
It was reported that a spectrum pump displayed "system error 105." Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. "System error 105" was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.